Manufacturer narrative:
The ge service representative conducted an over the phone investigation. The customer reset the circuit breaker. The system was reported as operating as intended.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.